Event description:
During a ptca treatment procedure, the tip of the choice pt es guidewire fractured. The lesion being treated was an instent restenotic lesion in a 2.5x15 vision stent in the right coronary artery (rca). The physician attempted to cross the lesion with multiple wires. This choice pt guidewire crossed, but the physician was unable to cross the lesion with a balloon. The case was aborted. Upon removal of the wire, the tip became stuck on one of the stent struts and severed. The tip segment was successfully snared out of the patient with no patient complications.

Event description:
Unit received in two segments. The distal and proximal portions measured 2.9 cm and 180.2 cm respectively. The distal segment is badly kinked. The proximal segment reveals kinks at approx 18.5 cm and 44 cm from the proximal end. The distal and proximal fracture sites were submitted to the sem for analysis: "the core wire surface exhibited evidence of course grinding that intersected and initiated the fracture. Surface wear adjacent to the fracture site was noted. The brittle fracture surface exhibited shallow dimple ruptures in a shear/tear direction". The sem results were reviewed by a q engineer with materialography expertise as follows: sem analysis shows "clear evidence of a bending moment. A reverse bend followed resulting in fracture initiation at the compression arc length oriented at approx 6:00 o'clock. The mating fracture surface, characterized by shallow dimple ruptures, is classified as a ductile failure mode. Surface grinding played no significant role in fracture initiation. No evidence of material defects were detected." Lot unk; unable to conduct lot history. The shipment history report did not reveal any batch number sold to this customer in the six months prior to the procedure date, therefore co is unable to conduct a lot history review.